Event description:
The lay user/patient contacted lifescan (lfs) in 2005 and alleged that her meter was reading inaccurately high. The medical affairs specialist mailed a letter three days later, since the user could not be reached by telephone for further clarification. The pt reported that her meter was reading inaccurately high, however she obtained a result of 203 mg/dl on her meter and a lab result of 263 mg/dl. She also reported a result of 73 mg/dl but it is no clear what or whose device gave this meter result. The pt visited her physician and was treated with glucose. She reported feeling shaky, but it is not known with what result. It would have been helpful to know the dates and times of all the results obtained. The results reported do not indicate a serious injury however, the pt was treated with glucose, which does indicate a possible injury. The test strips were in good condition, codes matched, and the tecniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt was unable to perform a control solution test because the "meter was not working" no further info was provided about the meter not working.